Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an open incision over their ipg site. Reportedly, the ipg was visible through the incision. As a result, surgical intervention was undertaken where the ipg was explanted. Follow-up revealed the physician stated the site didn't appear to be infected; however, cultures were taken as precaution.